Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope experienced a connectivity issue, as the electronic colonoscope could not connect during the inspection for use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image got black upon startup, and triggered error e315 (incompatible scope). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the customer reported malfunction was found to be liquid entering the interior of the scope connector. The most probable cause of the investigation findings was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.